Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This complaint was forwarded to mitek product complaints from our medical safety team after reviewing a journal article in knee surgery sports traumatol arthrosc called comparison of arthroscopic and open latarjet with a learning curve analysis. Sixty four patients were included in the study, 28 in the arthroscopic group and 36 in the open group. It was stated that the latarjet disposable kit was used for these procedures. Although there were no recorded intra-operative complications in either group, a follow up was performed at approximately 6 ½ months post procedure. The finding was 1 patient from the arthroscopic group had a non-union issue. (B)(6).